Manufacturer narrative:
Pending evaluation . Concomitant device(s): 320-01-46, (B)(4), equinoxe reverse 46mm glenosphere. 320-15-03, (B)(4), rs glenoid plate l post aug. 8 deg, left, 300-30-11, (B)(4), equinoxe preserve stem 11mm. 320-15-05, (B)(4), eq rev locking screw. 320-10-00, (B)(4), equinoxe reverse tray adapter plate tray +0. 320-46-03, (B)(4), equinoxe reverse 46mm humeral liner +2.5. 320-20-00, (B)(4), eq reverse torque defining screw kit.

Event description:
As reported, approximately 1.5 years post op initial left tsa, this (B)(6) patient was revised due to dislocation of joint which lead to dislodging of the poly. Patient was last known to be in stable condition following the event. Devices will not be retuning due to the hospital disposing of them.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of a combination of the dislocation and the humeral liner disassociation. It is unclear if the dislocation allowed for the humeral liner to disassociate or if the humeral liner disassociation led to the dislocation, which may have been the result of either incomplete seating of the liner during implantation, bone impingement, patient conditions, or a combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation and x-ray images were not provided.